Event description:
It was reported that during a case using the spine guidance software, 6 screws were misplaced and had to be removed and placed again. The procedure was completed successfully a surgical delay of less than 30 minutes and no adverse consequences.

Event description:
No additional information.

Manufacturer narrative:
Corrected data: d4, g1 and h4 h6 coding has been updated to reflect investigation conclusion.